Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced as breach in aseptic technique resulting in peritonitis. The break in aseptic technique was further described as the patient did not wash their hands.the peritonitis was manifested by cloudy effluent and abdominal pain. Two days after the onset of peritonitis, the patient was hospitalized. On an unspecified date, the patient began treatment with an injection of vancomycin (1 gram, once in 4 days, given intravenously (IV), an injection of piperacillin (4.5 gram, once a day (od), given IV) and an injection of fluconazole (200 milligram, od) for peritonitis. Five days after admission, the patient was treated with an injection of meropenem (1 gram, once a day and intraperitoneally (ip)) for 8 days for peritonitis. The patient was retrained on proper aseptic technique and pd therapy was ongoing. The patient recovered from the event and was discharged from the hospital five days after admission. No additional information is available.